Manufacturer narrative:
The device was returned for analysis. Although no information was received concerning this device, the device observations indicate the plunger had not been fully depressed flush with the handle body. The link was also noted to be separated at the swage end of the anterior cuff. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the device observations and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A proglide device was returned, device analysis identified the proglide had been used and a link separation occurred. No additional information was provided by the account.